Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit is broken or bent. It happened during the surgery but there was no prolongation and no harm to the patient. This report is for an unknown drill bit. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown drill bit. Device instrument and is not implanted/explanted. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.